Event description:
The customer reported that the collimator closed automatically during an operation. An alternate system was used to complete the case. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator cable connector was reseated. The system was then found to be operating as intended.